Manufacturer narrative:
A medtronic representative (rep) serviced the equipment at the site. After receiving customer consent to erase patient data, the rep performed a database reset and verified that the system functions as intended. The imaging system then passed the system checkout and was found to be fully functional. No hardware parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that a medtronic representative (rep) was on site and noticed that there was a patient database message on the mobile view station (mvs). The rep was able to resolve this issue by clearing out the corrupted files in the file system. There was no patient present. It was noted that the rep notified the account that he was clearing the patient information from the system prior to doing so.